Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed there were no suspicious faults or resets and the battery voltages were normal. The device was operating as intended despite the error message. As a result, the device would need to go back through auto or manual set up. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient was seen for further follow up. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, the plan is to continue remotely monitoring and scheduling the patient for a follow up appointment in approximately three months. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function . Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed there were no suspicious faults or resets and the battery voltages were normal. The device was operating as intended despite the error message. As a result, the device would need to go back through auto or manual set up. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient was seen for further follow up. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, the plan is to continue remotely monitoring and scheduling the patient for a follow up appointment in approximately three months. No adverse patient effects were reported. Additional information was received that this s-ICD has been explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed there were no suspicious faults or resets and the battery voltages were normal. The device was operating as intended despite the error message. As a result, the device would need to go back through auto or manual set up. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient was seen for further follow up. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, the plan is to continue remotely monitoring and scheduling the patient for a follow up appointment in approximately three months. No adverse patient effects were reported. Additional information was received that this s-ICD has been explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed there were no suspicious faults or resets and the battery voltages were normal. The device was operating as intended despite the error message. As a result, the device would need to go back through auto or manual set up. The s-ICD remains in service. No adverse patient effects were reported.